Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a dialysis catheter. The customer stated peritonitis occurred when the baby she had on her lap bumped the table during the pd exchange, causing the tenckhoff catheter to pop. The catheter was displaced, which allowed fluid to leak into the peritoneum.

Manufacturer narrative:
(B)(4). An investigation is currently underway, upon completion the results will be forwarded.